Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Analysis found the lead tip was separated from the tine sleeve due to a workmanship anomaly.